Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the clinician received an unintended delivery of energy (shock) during a 30 joules test. Complainant indicated that the user did not experience any adverse effects due to the reported malfunction. Medical intervention was not required.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Log review showed no shock events recorded, and the device passed full functional testing using the customer's returned accessories and known good accedssories. There was no fault found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.